Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), the service territory manager (stm) replaced the fiber-optic connector due to physical damage. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was noted during preventative maintenance on the cardiosave intra-aortic balloon pump (iabp) that the fiber-optic connector was damaged. Since the event occurred during pm service, there was no patient involvement and no adverse event was reported